Manufacturer narrative:
Title: utility of the powered stapler for radical pulmonary resection: a propensity score-matched analysis source: surgery today (2021) 51:582¿588 published online: 9 october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (january 2016 and december 2019) this study aimed to assess the outcome of a utility of a powered stapler with that of a manual stapler in patients undergoing pulmonary resection. It was noted that pulmonary resection was accomplished using the powered stapling system or a manual stapler. There were 448 patients included in the study (179 used powered stapler and 269 used manual stapler). A total of 28 patient had post operative air leaks (5 on powered stapler and 23 on the manual stapler. It was noted that fibrin glue was applied intra-operatively if the air leak was identified prior to wound closure. Additionally, the presence of an air leak resulted in prolonged chest tube insertion as well as the need for additional chest x-rays post-operatively and prolonged hospital stay. Utility of the powered stapler for radical pulmonary resection: a propensity score-matched analysis / wataru shigeeda1 · hiroyuki deguchi1 · makoto tomoyasu1 · satoshi kudo1 · yuka kaneko1 · hironaga kanno1 · hajime saito1 / received: 13 april 2020 / accepted: 13 august 2020 / published online: 9 october 2020 / https://doi.org/10.1007/s00595-020-02154-9.